Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that during a reprograming session, the rep did an impedance check and contact 13 was at 40,000 ohms. They are not using that contact in the patient's programming. Cause was unknown. Issue remains ongoing. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2007, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.